Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/10/2016. The fse confirmed that the instrument had been generating wbc background failures. The fse removed and cleaned all three wbc apertures, which resolved the background failures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported white blood cell (wbc) background failure on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.